Manufacturer narrative:
On 23-may-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter which had a spline detachment and dislodged into the patient. During the afib case, the pentaray nav high-density mapping eco catheter was run through the mitral mechanical valve, and a spline was cut off. The tip of the spline with the electrodes on it was lost, and it is now in a patient's kidney. It was discovered via the electrodes and then confirmed by x-ray. There has not been any patient medical intervention yet. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation and the evaluation has been completed a visual inspection was performed following bwi procedures. Visual analysis revealed that one of the splines was observed detached and with exposed wires. A manufacturing record evaluation was performed for the finished device batch number, and no internal action were identified. The tip fully separated issue was confirmed. This issue is related to the user error as the pentaray catheter was used in a patient with a mitral mechanical valve. The instruction for use of the device contains the following recommendations: do not use the catheter in patients with prosthetic valves. This patient population is subject to increased risk of embolization of components and resultant patient sequelae. Exercise caution when maneuvering the catheter near the valvular apparatus to avoid entanglement or entrapment which may result in the need for surgical intervention. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: there appear to have been deviations in the procedure and the recommended bwi instructions for use. There was off-label use reported in this event description as they used the device on a patient with a mechanical valve. The IFU states as part of the contraindications: do not use the catheter in patients with prosthetic valves. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter which had a spline detachment and dislodged into the patient. During the afib case, the pentaray nav high-density mapping eco catheter was run through the mitral mechanical valve, and a spline was cut off. The tip of the spline with the electrodes on it was lost, and it is now in a patient's kidney. It was discovered via the electrodes and then confirmed by x-ray. There has not been any patient medical intervention yet.